Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). At the first visual examination of the returned blood pump no abnormalities could be detected. The blood pump was then tested for functional performance and met its required performance specification. For further investigation, the pump was submitted for an external CT examination. All three membrane layers lay parallel to one another and did not appear to have any defects. The pump was then disassembled for further testing and the membrane layers were individually inspected. Graphite agglomerates were found between the membranes. All three layers of the membrane were confirmed to be intact. At the time of investigation, the thickness of the individual layers at all the fixed locations was found to be within specification. No defect could be detected.

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2018 until (B)(6) 2018 (74 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. The affected pump has not been returned to the manufacturer yet. A detailed report will be submitted once the investigation is complete.

Event description:
We were informed by the clinic that the excor blood pump of a patient supported in the lvad configuration was not functioning properly. An adjustment of the ikus parameters did not improve the situation. Following consultation with berlin heart clinical affairs ca personnel, an exchange of the affected blood pump was recommended. Trained personnel at the clinic exchanged the blood pump on (B)(6) 2018 without incidence. The patient was not negatively affected by this incident and is doing well.